Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of emergency disconnect procedure, this problem occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that he pressed stop and disconnected from the hc in initial drain. The hp capped his line with a minicap but placed a paper towel over the end of the patient line connector. The hp reconnected and resumed therapy prior to calling. The tsr reviewed the proper emergency disconnect procedure. The tsr advised the hp to notify the nurse as soon as possible. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the event was reported and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was confirmed for use error and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.